Event description:
It was reported that the patient with this right ventricular (rv) lead indicated that this lead was not working too well. No further information provided. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).